Manufacturer narrative:
Since the subject device was discarded by the user, the device was not returned to olympus medical systems corp. (Omsc), therefore omsc could not evaluate the referenced device. Since lot number of the subject device was unknown, the manufacturing history that dated back the past six months from the delivery date to the user was reviewed, with no irregularities noted. This type of the probe damage is most likely related to the operator's technique. Based on the past similar cases with the same model, it is known that the reported event occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, which causes scratches because of wear of the ptfe pad. The instruction manual of thunderbeat mentions warning and caution for possible handling mentioned above. This report is one of the two reports. Cross reference MFR. Report number 8010047-2016-01117.

Event description:
During a laparoscopic hepatectomy, the subject device was used. In the middle of use, the probe of the device was broken off into the patient. The probe fragment was retrieved. The user exchanged it with the 2nd tb-0535fc and continued the procedure. However, the probe of the 2nd tb-0535fc was broken off into the patient in the middle of use. The probe fragment was retrieved. The procedure was completed with another thunderbeat. There was no patient injury reported. This MDR is regarding the one of two devices.